Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the pump came out of storage mode, the pump date was incorrect. The customer's blood glucose level was 150 mg/dl. Customer corrected the date and continued using the pump for insulin therapy.